Event description:
The pt received her scs system on (B)(6) 2011. The pt reported her system passed her to have an atrial fibrillation, and the pt went to see a cardiologist. It was reported she had an ECG, and was asymptomatic. Follow up revealed the pt is scheduled for an appointment with her physician. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.